Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a volume discrepancy where the expected reservoir volume was 9.1 and the actual reservoir volume was 13 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the expected reservoir volume (erv) was 9.9ml and the actual reservoir volume (arv) was 13 ml. On (B)(6) 2025 the erv was 10.9 ml and the arv was 15 ml.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving clonidine, dilaudid (hydromorphone), and bupivacaine via an implantable pump. It was reported that during a pump refill on (B)(6) 2025, a reservoir volume discrepancy was noted: expected reservoir volume (irv) 6.8 ml, actual reservoir volume (arv) 12.5 ml. No associated signs or symptoms. On (B)(6) 2025, a reservoir volume discrepancy was noted: irv - 7 ml, arv ¿ 10 ml. On (B)(6) 2025, a reservoir volume discrepancy was noted: irv - 5.8 ml, arv ¿ 9 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.